Event description:
As reported by the edwards clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure there was a moderate tearing at the arterial sheath insertion site (left common femoral artery). The vascular injury was treated with a 6mm x 20mm stent. Post stent deployment there was adequate flow observed via angiography. Additional information received from the clinical specialist confirmed the patient was doing well two days later and was in the process of being transferred to telemetry. Per report, surgical cut-down was performed at the left ilio-femoral artery for access. The first 24fr sheath was inserted with mild difficulty. There appeared to be a significant right-angle turn of the sheath from the common iliac artery into the distal aorta. The distal end of the sheath appeared to be buttressed by rigid calcium in the distal aorta. The al1catheter and wire would not pass through the sheath so a kink was suspected and confirmed using contrast injection. The sheath was exchanged for a second 24fr sheath (complaint device). Bav was performed without issue and the rf3 delivery system was inserted with difficulty. The sheath had to be withdrawn approximately 2-3 inches while applying significant forward force on the catheter. The sheath was never withdrawn so far that the tip was inside the iliac artery (it remained in the aorta). After the sapien valve was successfully deployed and the sheath was removed, the surgeon noted moderate tearing at the arterial sheath insertion site. A peripheral balloon was inflated in the left common iliac to provide proximal control while the surgeon performed the vessel repair. After hemostasis was achieved, an angiogram was performed which revealed a non-flow limiting dissection in the common femoral artery. Additional information received from the clinical specialist indicated there was nothing abnormal noticed while inspecting the sheath prior to use; the sheath had no apparent defects. The physician encountered calcium in the aorta and the angle from the iliac to the aorta left little room for a gentle curve; there was also difficulty inserting other devices (i.e. Dilators) into the patient.

Manufacturer narrative:
In this case, a device history record (DHR) review is not required as there was no allegation of product malfunction. Evaluation of the returned complaint device confirmed kinks located near the distal end of the device. The device met manufacturing specifications. No manufacturing non-conformances are suspected. Per technical summary for kinked sheath's: summary, analysis & conclusion- all relevant historical complaint data and the summary of the associated engineering evaluations performed since january 2010 are aggregated in this technical summary. Complaint history of kinked sheath complaints revealed no devices with manufacturing non-conformities that could have contributed to the reported complaint. This technical summary also outlines the current mitigations on the manufacturing floor (i.e. Visual/ dimensional inspections and functional evaluations) and in IFU and training documents. Based on available evaluation data, clinical input and complaint report trending, the information summarized in this technical summary supports that sheath kinks occurring during use in the patient have historically had a root cause related to patient factors (peripheral vessel tortuosity/calcification) and/or procedural factors rather than device factors. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. However, despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. The minimum lumen diameter for the rf3 (24fr) sheath is 8mm. In this case, the minimum luminal diameter (mm) for the vessel was 8.1mm; there was no reported calcification and moderate tortuosity. It is likely that borderline vessel size and , tortuosity, and/or calcification not appreciable on imaging along with procedural considerations contributed to the reported event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.